Event description:
The customer biomedical engineer (biomed) called stating that a nurse said they could not hear alarms and wanted to know if the philips information center ix (pic ix) had volume. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.